Event description:
(B)(4). I have had heavy bleeding ,lots of joint pain ,my hips and lower back hurt constantly, I'm severely anemic due to bleeding; have to get blood and iron transfusions once a week ,fog brain, fatigue moodiness and depression. Worst decision of my life having hysterectomy at age (B)(6) due to heavy bleeding pains.